Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: analysis of the log file submitted by the account confirmed a pump stop event; however, a specific cause could not conclusively be determined based on the evaluation of the returned pump. The pump was returned assembled with the driveline cut approximately 2¿ and 9¿ from the pump housing and the distal end was not returned. The sealed inlet elbow was returned attached to the pump's inlet port with the flex section severed medially. The proximal end of the flex section and the inlet tube were not returned. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outlet elbow) was returned with the outflow graft attached to the pump¿s outlet port; however, the bend relief and outflow graft bend relief collar were returned disengaged. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of developed depositions or thrombus formations. Continuity testing was performed on the returned portions of the driveline and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket and clear bionate appeared unremarkable. Minor shield breakdown was observed 7¿ from the pump housing. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years and 7 months. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient was in a motor vehicle crash and had a red heart alarm and no flow to the pump. Power sources and controller swapped with no change. CT of chest and abdomen obtained. The underwent a pump explant on (B)(6) 2019.